Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multi function cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer's report. The device was put through extensive testing including bench handling, power cycling, and ECG monitoring functional stress testing without duplicating the report. The defib cable receptable was scrapped and replaced as a pre-caution. The device was re-certified and returned to the customer. The multifunction cable used at the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.